Event description:
The customer contacted baxter's technical service center to report a transfer set that fell off and a leak in the catheter (non baxter product). This occurred while the patient was on the home choice (hc) device, during drain. The patient is a pediatric home patient (hp). The caregiver stated that the transfer set fell off and then it was noticed that a "pin hole" was in the catheter. The care giver (cg) was instructed by the peritoneal dialysis registered nurse (pd rn) to replace the transfer set and tape the hole. The cg wanted to know if the hc will take into consideration the amount of fluid lost when it drains. The baxter technical representative (tsr) explained that baxter recommends and suggest to end therapy. The cg stated that they wanted to continue. The tsr explained about the fluid loss. Then the hc went to fill on its own. The cg will follow up with the doctor later. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance spoke with the registered nurse (rn) regarding the reported use error issues. The rn stated that she was aware of the event. The rn stated that they had a tape over the transfer set and the catheter to prevent any movement, disconnection, and to keep the catheter straight. The possible cause for this event, the rn stated, was the hp might have been moving around, turning, twisting, and caused the catheter to bend frequently eventually resulting in the hole in the catheter. The rn sated that movement might have caused the transfer set to fall off from the catheter site. The rn had explained to the cg the reason for the tape was to keep the catheter- transfer set intact and stated that the cg should not have just taped it over the pin hole. They brought the hp to the clinic two days ago. The hp was checked and cultures came back negative. The hp was treated with prophylactic antibiotics. The transfer set was replaced. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. This condition for a use error was confirmed because it was reported that the caregiver used tape to keep the transfer and the catheter intact, which is a breach aseptic technique. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.